Event description:
Medtronic received information that this bioprosthetic valve conduit, implanted for 15 months, was explanted due to stenosis. It was reported that at explant, vegetations were identified on the valve; however, the organism was not identified.

Manufacturer narrative:
(B) (4): evaluation: device history could not be reviewed as serial number of the conduit is unknown. Results = the patients condition affected the effectiveness of the device. Conclusion = cause of event related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, several pieces of the valved conduit were received. A piece of mineralization was also received with the pieces of valved conduit. All the leaflets were torn and/or excised during explant. Tissue deterioration due to extensive mineralization was noted on the existing leaflet in one of the larger pieces. Leaflet remnants were noted along the margin of attachment adjacent to the belly of the cusp. Traces of pannus were noted on three smaller pieces. Radiography showed extensive mineralization in one of the larger sections. Conclusion: reduced performance of the valve is attributed to extensive mineralization and host tissue overgrowth. These findings are generally considered a patient related condition.